Event description:
After a bhr-tha surgery performed on (B)(6) 2009, the plaintiff on (B)(6) 2025 presented to the clinic for hip pain. The x-rays and MRI were performed. Findings included marrow edema in the proximal femoral metaphysis with osseous irregularity, cystic change and focal osteolysis. After this, on (B)(6) 2025 updated blood samples revealed elevated cobalt and chromium levels. Furthermore, on (B)(6) 2025 a CT scan revealed a broad region of osteolysis in the anterior column acetabulum extending medially and supra-acetabular, approx. Measures of 5.9 x 3.4 x 2.4 cm. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, however, it is unknown which implants were removed. During procedure, surgeon described adverse tissue reaction to metal debris in the form of metal-ion disease, aka metallosis with gradually increasing elevated levels of cobalt and chromium in plaintiff¿s hip joint as a result of the gradual failure of the device. The current health status of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.